Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they loaded a fresh quality control (qc)/reagent and recalibrated the method, resulting out of range. The customer stated they had an issue with their water purification module. The ccc requested the customer to ensure a q-gard was properly installed. The customer found a progard was installed instead. The customer installed the q-gard and flush water tank, twice. The customer re-ran carbon dioxide qc, resulting in range. The customer repeated patient samples, resulting within range. The cause of the discordant, falsely elevated carbon dioxide results is due to a progard being installed instead of the q-gard by the user. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide results were obtained on thirteen patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide results.